Manufacturer narrative:
The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by pain and cloudy pd effluent. The cause of the peritonitis was reported as ¿contamination¿, further specified as related to a leak that has occurred at the connection of the pd catheter and transfer set. The patient reported the leak occurred after the transfer set was changed one month prior to receipt of this report. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (2gm every five days, one week left therapy). At the time of this report the patient was recovering from this peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.